Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to have prematurely depleted as it was at end of life. The device appears to have set elective replacement time (ert) earlier than expected due to an automatic threshold test failing before ert was set. The last recorded threshold test shows a failure for an unknown reason, this failure caused a change in the right ventricular output settings. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
It was reported that the battery of this pacemaker was suspected to have prematurely depleted as it was at end of life. The device appears to have set elective replacement time (ert) earlier than expected due to an automatic threshold test failing before ert was set. The last recorded threshold test shows a failure for an unknown reason, this failure caused a change in the right ventricular output settings. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.